Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and in error log, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system where the unit functioned as expected. The unit energized and cauterized and all ports recognized instruments.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the erbe had low coagulation effect with bipolar instrument. Technical support engineer (tse) checked system logs, no related errors verified in the logs and to check on erbe the level of the power and the effect. The power was set at 80w and effect on 4. Tse asked to caller to try to increase the effect slowly checking the effect on the instrument tip step by step however the issue persisted. Tse asked to caller to try the same thing with power settled on 120w and still the issue persisted. Tse asked to caller to reseat the original setting on erbe and to try to use the second bipolar port with no change. Tse asked to caller to try with a different bipolar cable. Caller reported, she tried two different bipolar cables, but issue persisted. Tse asked to caller to try to reboot the erbe and still the issue persisted. Tse asked to caller to try with e different bipolar instrument with no change and opted to proceed with the surgery using the bipolar energy with the low effect. The procedure was completed with no reported injury.